Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered a power on reset message when trying to increase stimulation. The caller indicated that the patient had not checked the unit since a revision surgery in (B)(6) 2016 and the ins was on after this. The caller reported that the patient was currently was wearing a cardiac event monitor and does not recall if the patient had any tests before that. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.